Manufacturer narrative:
The report of ua 45 (driveshaft not at "home" position after power-on/restart) and ua 19 (max applied load exceeded) error messages occurring on the customer reported event date of (B)(6) 2018 was confirmed through analysis of the retrieved archive data from the autopulse platform (sn (B)(4)). The archive data indicated that on the event date, the platform inserted with an adequately charged autopulse li-ion battery was used on a large patient weighing approximately (B)(6) and displayed multiple ua 45 and ua 19 error messages. The events in the archive data also indicated that the platform was operated without issue on (B)(6) 2018 (after the event date). This indicates that the driveshaft was in home position when the platform was powered on. No ua 19 or ua 45 error message was observed when the user powered the platform on. The cause of the ua 45 and ua 19 error messages is attributed to the driveshaft meeting resistance when the platform was operated on a large and stiff patient. The returned platform was received with no physical damage. The cause of the observed physical damage is attributed to user mishandling and was not related to the reported event. Evaluation of the platform found no issue. The platform performed continuous compressions with a large resuscitation test fixture without error. There was no device malfunction observed. The investigation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 19 error message recorded in the archive data is easily clearable by the user. The ua 19 error message alerts the operator that the load plate has detected too much weight being applied. The ua 19 error message can be cleared by restarting the platform. The ua 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) was reported on 27 jan 2016 for the autopulse platform with serial number (B)(4) for a ua 45 error message due to the driveshaft not being in home position.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) and ua 45 (driveshaft not at "home" position after power-on/restart) error messages. No further information was provided. No known impact or patient consequence was reported.